Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp was going to be doing a (B)(4) study and/or (B)(4) study to address "potential pump issues". It was mentioned that the pt had taken a "hard fall" onto his right side in (B)(6) 2010. The medication being delivered via the device system was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.